Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and the referenced iesu erbe generator and identified no issue. Fse proactively replaced the iesu erbe generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the replaced iesu erbe generator involved with this complaint and completed the device evaluation. Failure analysis of the iesu erbe generator with an in-house system found no functional issue. The unit passed recognition upon installation. The test instrument energized and cauterized on all ports without issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, the user observed a persistent issue activating the bipolar energy instrument. Troubleshooting was attempted by replacing the bipolar energy cable and exchanging to a backup instrument; however, the issue remained. No further information was provided. The user completed the procedure using the same system. No known impact or patient consequence was reported. After completing the procedure, the customer contacted dvstat and received phone assistance from the technical support engineer (tse). Review of the site¿s system logs was performed and it was identified that the integrated electrosurgical unit (iesu) erbe generator displayed error code m-36 confirming the customer reported issue.